Event description:
It was reported that the rod inside the cartridge broke at the point where the rod and blade are welded. It was further reported that this was immediately apparent making it possible for the blade to be changed. No adverse consequences were reported.

Manufacturer narrative:
The cartridge subject to this complaint was returned for evaluation. It was visually confirmed that the rod was broken at the point where it is welded to the blade. Further examination indicated that the pins had not been welded on the top side of the product. The root cause was determined to be the manufacturing sub-assembly process.